Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's wound is healing properly and their doctor will continue to monitor the wound in the meantime.

Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient had an ulcer at the ipg site. An infection was later confirmed to be present. In turn, the patient underwent surgical intervention on (B)(6) 2016. During the procedure, the doctor removed the ulcerated skin and explanted/replaced the patient's ipg.